Event description:
Pt was implanted with an itrel 3 implantable pulse generator in 1998 for the treatment of arachnoiditis and left and right neuropathic arm pain. The pt complained that 2 weeks into diathermy treatments the pt experienced extreme are cramping, pain over the ipg, and arm pressure in the pt's right arm and the pt's arm is usually numb. The hcp reported that they saw the pt and the pt complained of increased cramping and pain in pt's arm. Hcp reported that the pt has had no change in the strength in the pt's arm and the pt had previously presented with weakness on the pt's entire right side which is not a new symptom. Hcp interrogated the device and reported that it was in good working condition with no change in stimulation pattern. Hcp was unable to confirm where the pt was having diathermy treatment as they had not prescribed it. Unable to reach the pt to find out where the pt is having the treatment. Hcp had no further information on the status of the pt.